Event description:
Literature : kessler tm, burkhard fc, madersbacher h, kofler a, poewe w, kiss g. Safety of prolonged sacral neuromodulation tined lead testing. Curr med res opin. In late 2007. We prospectively assessed the complications associated with prolonged tined lead testing. Reportable event; one patient with bilateral tined leads complained about refectory pain at the left lead site 3 days after surgery requiring surgical revision and explanted of the lead.